Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29283. It was reported that the patient presented in clinic for a follow-up. A transesophageal echocardiogram (tee) was performed and showed severe tricuspid valve regurgitation caused by the right atrial (ra) and right ventricular (rv) leads. The physician explanted both leads and implanted an epicardial left ventricular (lv) lead. The patient was stable throughout the procedure.